Manufacturer narrative:
(B)(4). A visual evaluation of the returned flexima biliary stent was unloaded from the delivery system. The distal section of the push catheter was bent in several locations. The proximal section of the guide catheter was stretched and broken. The suture hole was torn. The suture was detached from the push catheter and it was not returned. The stent does not have any visual issue. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to bend the push catheter, this condition can result in issues to retract the guide catheter, force to retract the guide catheter in order to release the stent can result in stretching the guide catheter and tearing the suture hole, continued attempts to retract the guide catheter can result in suture detachment and guide catheter breakage. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed, no anomalies were noted found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, suture was detached. The procedure was successfully completed with a different model of the device. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter was broken, therefore this event has been deemed an MDR reportable event.